Event description:
"When surgeon attempted to attach the anterior skim cutting guide to the a/r femoral alignment guide, the thumb screw on the alignment jig could not engage fully to tighten and secure jig to commence the anterior femoral cut. Also the surgeon commented there was too much movement (2-3mm) on the unsecured post side and there should be a thumb screw on both sides of the jig to secure both. Surgeon continued using jig carefully".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.